Event description:
The lay user/pt contacted lifescan on november 7, 2006 and alleged that the threads on her clear cap for the lancing device were stripped/damaged. The medical affairs specialist (mas) was unable to reach the pt via phone after several attempts. A letter was sent to the address provided. The mas reviewed the recorded telephone call in order to classify the complaint. The pt reported that she only tests from the arm and uses the clear cap with the lancing device to obtain the blood sample. However, she had not been tested her blood glucose since the threads on the cap were stripped/damaged. It is not clear as to how long the pt had not been testing her blood glucose. She further reported that on october 31, 2006, at 8:45am, she was experiencing symptoms of dry mouth and was sleepy. She did not test that morning due to the cap issue (unk when she had tested last prior to this). The pt stated that she does not like to test on the fingers and therefore, did not test her blood glucose. She went to the dr's office (in a fasting state) and was tested on the dr's meter with a result of 356mg/dl. She was given oral medications (type/dosage not provided) and stated that her medications were also increased. At the time of the troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. This complaint is reported because the clear cap issue of the lancing device was not resolved and the pt was able to test her blood glucose at the time she was experiencing high blood pressure symptoms. Her blood glucose on the dr's meter reflected hyperglycemia and she was treated with oral medications. A replacement clear cap for the lancing device was sent to the lay user/pt.